Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned nine (9) used 32gx4mm bd pen needles from lot 9029776. Consumer reported needle clog and needle bent at non patient. All nine returned pen needles were examined, and it was observed that eight of the samples exhibited bent non-patient end (npe) cannulas. No evidence of manufacturing defect was observed on these samples. The one sample with a straight npe cannula was tested for flow using a test pen injector: this sample was able to expel properly. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all nine samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a needle clog occurred during use with a bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter, it was reported needle clog and needle bent at non patient. Consumer reported needle clog and needle bent at non patient. Consumer does not re-use, samples will be submitted for evaluation."